Event description:
It was reported that the customer experienced an error with their continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a pump reset, and after following the guidance, the customer was able to successfully start their sensor session without further issues.